Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a vibration anomaly during normal use. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The insulin pump settings were correct. A self test was performed and the device alarmed hardware low level failures. The insulin pump was not returned or replaced.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The device was received with vibrator alert functioning properly. No vibrator anomaly noted. No cosmetic damage noted.